Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the load fill tubing process of intermittent cartridges, insulin drips were not observed to be exiting the infusion set tubing until after 10-15 seconds had passed. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support.